Event description:
It was observed that during the device evaluation, the video system center had dark and flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on the connector pins and the failure of the printed circuit board causes flickering in the image. However, dim image was caused by the failure of the light emitting diode (led) unit date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.